Manufacturer narrative:
Approximated based on the date the manufacturer become aware of the event.

Event description:
It was reported that the patient was experiencing burning sensation around the ipg site. The patient was advised by the medical provider to use a lidocane patch. No additional course of action.